Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-may-2019. The most recent information was received on 13-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods") in a (B)(6) female patient who had essure (batch no. D72014) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced adnexa uteri pain ("heavy pain in left fallopian tube ( from surgery and during around one year)"), coital bleeding ("bleedings after sex acts or physical exertion"), hot flush ("hot flashes"), amenorrhoea ("inexistent periods during several months"), metrorrhagia ("bleedings outside periods"), loss of libido ("loss of libido"), vulvovaginal dryness ("vaginal dryness"), incontinence ("incontinence"), musculoskeletal stiffness ("stiffness: limbs, back, neck"), back pain ("back pains"), fatigue ("heavy fatigue"), toothache ("dental pain"), ear infection ("otitis"), alopecia ("loss of hair"), photophobia ("hypersensitivity to light") and vision blurred ("difficulty to focus ( vision)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant) and abdominal distension ("swelling of belly"). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, adnexa uteri pain, coital bleeding, hot flush, amenorrhoea, metrorrhagia, loss of libido, vulvovaginal dryness, incontinence, musculoskeletal stiffness, back pain, fatigue, toothache, ear infection, alopecia, weight increased, photophobia, vision blurred and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, alopecia, amenorrhoea, back pain, coital bleeding, ear infection, fatigue, hot flush, incontinence, loss of libido, menorrhagia, metrorrhagia, musculoskeletal stiffness, photophobia, toothache, vision blurred, vulvovaginal dryness and weight increased with essure. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on (B)(6) 2019 for the following reason: event "menorrhagia" ticked as serious. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Hemorrhagic periods [heavy periods]. Heavy pain in left fallopian tube (from surgery and during around one year) [adnexa uteri pain]. Bleedings after sex acts or physical exertion [post coital bleeding]. Hot flashes [hot flashes]. Inexistant periods during several months [amenorrhoea]. Bleedings outside periods [bleeding intermenstrual] loss of libido [loss of libido]. Vaginal dryness [vaginal dryness]. Incontinence [incontinence]. Stiffness: limbs, back, neck [musculoskeletal stiffness]. Back pains [back pain]. Heavy fatigue [fatigue extreme]. Dental pain [tooth pain]. Otitis [otitis]. Loss of hair [hair loss]. Weight gain [weight gain]. Hypersensitivity to light [light sensitivity to eye]. Difficulty to focus ( vision) [difficulty focusing eyes]. Swelling of belly [swelling abdomen]. Dysmenorrhea [dysmenorrhea]. Spaniomenorrhoea [hypomenorrhoea]. Disruption to her cycle [menstrual cycle abnormal]. Deterioration in her quality of life [impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-may-2019. The most recent information was received on 13-apr-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic periods") in a 42 year-old female patient who had essure inserted (lot no. D72014) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced adnexa uteri pain ("heavy pain in left fallopian tube (from surgery and during around one year)"), coital bleeding ("bleedings after sex acts or physical exertion"), hot flush ("hot flashes"), amenorrhoea ("inexistant periods during several months"), intermenstrual bleeding ("bleedings outside periods"), loss of libido ("loss of libido"), vulvovaginal dryness ("vaginal dryness"), incontinence ("incontinence"), musculoskeletal stiffness ("stiffness: limbs, back, neck"), back pain ("back pains"), fatigue ("heavy fatigue"), toothache ("dental pain"), ear infection ("otitis"), alopecia ("loss of hair"), photophobia ("hypersensitivity to light") and vision blurred ("difficulty to focus ( vision)") and was found to have weight increased ("weight gain"). On unknown date she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), abdominal distension ("swelling of belly"), dysmenorrhoea ("dysmenorrhea"), hypomenorrhoea ("spaniomenorrhoea"), menstrual disorder ("disruption to her cycle") and impaired quality of life ("deterioration in her quality of life"). The patient was treated with surgery (salpingectomy with coronectomy). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, hypomenorrhoea, impaired quality of life and menstrual disorder to be related to essure administration. No causality assessment was received for essure with regard to adnexa uteri pain, coital bleeding, hot flush, amenorrhoea, intermenstrual bleeding, loss of libido, vulvovaginal dryness, incontinence, musculoskeletal stiffness, back pain, fatigue, toothache, ear infection, alopecia, weight increased, photophobia, vision blurred, heavy menstrual bleeding or abdominal distension. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging pelvic] on (B)(6) 2019: MRI showed the essure implants in place, with an anteverted and anteflexed uterus in a mid-pelvic position. [Mammogram] on (B)(6) 2017: showing a likely benign abnormality [ultrasound pelvis] on (B)(6) 2016: to check that the device was correctly positioned. The scan showed nothing abnormal.; on (B)(6) 2017: the ultrasound showed nothing. Abnormal.; on (B)(6) 2019: but did not confirm that the essure implants were in place. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term (excluding this case): menorrhagia: 2159 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-apr-2026: medical record received. New events amenorrhea, spaniomenorrhoea, dysmenorrhea & deterioration in her quality of life were added. Lab data, medical history & additional reporter added. Essure removal date & details were updated. Action taken with drug updated to drug withdrawn. Reporter causality comment added. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1908632) on 13-may-2019. The most recent information was received on 20-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods") in a 42-year-old female patient who had essure (batch no. D72014) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced adnexa uteri pain ("heavy pain in left fallopian tube (from surgery and during around one year)"), coital bleeding ("bleedings after sex acts or physical exertion"), hot flush ("hot flashes"), amenorrhoea ("inexistant periods during several months"), metrorrhagia ("bleedings outside periods"), loss of libido ("loss of libido"), vulvovaginal dryness ("vaginal dryness"), incontinence ("incontinence"), musculoskeletal stiffness ("stiffness: limbs, back, neck"), back pain ("back pains"), fatigue ("heavy fatigue"), toothache ("dental pain"), ear infection ("otitis"), alopecia ("loss of hair"), photophobia ("hypersensitivity to light") and vision blurred ("difficulty to focus ( vision)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant) and abdominal distension ("swelling of belly"). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, adnexa uteri pain, coital bleeding, hot flush, amenorrhoea, metrorrhagia, loss of libido, vulvovaginal dryness, incontinence, musculoskeletal stiffness, back pain, fatigue, toothache, ear infection, alopecia, weight increased, photophobia, vision blurred and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, alopecia, amenorrhoea, back pain, coital bleeding, ear infection, fatigue, hot flush, incontinence, loss of libido, menorrhagia, metrorrhagia, musculoskeletal stiffness, photophobia, toothache, vision blurred, vulvovaginal dryness and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.